Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient¿s "pump burned out 4 months ago, there was no medicine in it. I went through withdrawal". The patient had new pump put in last week. The patient¿s old pump medications were hydromorphone "at a really strong dose" to lengthen refill schedules, and "viocane". The patient did not know exact drug information. It was also reported the pump therapy was implanted due to an accident where the patient broke back and neck and as result had blood clots in their legs. The patient continued to have swelling in legs as result of the accident and asked if there was a device/therapy that goes into legs. Reviewed scs therapy considerations. The event date was (B)(6) 2019 (year valid). No further complications were reported/anticipated or expected.